Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Model number/catalog number: sc-2218-70 , serial number: (B)(4), batch/lot number: 5147854/5152776, model/catalog description: linear st lead kit 70 cm.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices will not be returned.